Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Can you clarify "suture tore through the entire length"? Did the suture break during the procedure? Did the suture fray during the procedure?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the surgery, the suture thread tore throughout the entire length. Another like device was used to complete the procedure. There were no reported patient consequences. Additional information was requested.